Event description:
It was reported that patient with this right ventricular (rv) lead experienced phrenic nerve stimulation after programming magnetic resonance imaging (MRI) protection mode. Boston scientific technical services (ts) discussed that it was likely from the rv lead since it was set sub-capture. Also, patient indicated that one the leads was "turned off". Additional information indicated that patient cancelled the MRI twice due to extra nerve stimulation when programmed into MRI protection mode. Ts discussed the order must state how the device should be programmed. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced phrenic nerve stimulation after programming magnetic resonance imaging (MRI) protection mode. Boston scientific technical services (ts) discussed that it was likely from the rv lead since it was set sub-capture. Also, patient indicated that one the leads was "turned off". Additional information indicated that patient cancelled the MRI twice due to extra nerve stimulation when programmed into MRI protection mode. Ts discussed the order must state how the device should be programmed. Additional information indicated that this rv lead had loss of capture (loc) at higher output. The lead was programmed subthreshold due to stimulation and the rv sensing is appropriate. Ts discussed rv oversensing could inhibit both rv and lv pacing but not dependent. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.